Manufacturer narrative:
(B)(4). Batch # t5cf7f. Investigation summary: the analysis found that one pse45a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meets the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. The tested cartridge was loaded into the device without difficulties and did not fall out during the visual and functional testing. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformance's were identified. Attempts are being made to obtain the following information and the device: can you please explain what is meant by it stopped working? Did the safety lockout engage (no staples or a cut line delivered beyond the lockout)? Or, did the stapler partially fire (the staple line and cut line approximately equal in length but did not finish the firing cycle)? If the stapler did deploy staples into the tissue what was the appearance of the staples? (B-formation, irregular, legs straight)? When did the reload become loose? Did this occur when installing the reload into the jaws of the stapler? Or, did this occur when removing the reload from the jaws of the stapler? Or, did this occur while firing the stapler? If yes, please provide details. If any fragments or pieces were generated during the event did any fall into the patient? If so, were all pieces retrieved from the patient? To date no response has been provided. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during a vats lobectomy case, a green reload was put into the powered stapler. One firing and it stopped working, the reload became loose, and the item was isolated, removed from the surgical field, and decontaminated. Another handle plus reload was obtained and the surgery was completed without incident. Patient consequence was not reported.